Event description:
It was reported that the left ventricular (lv) lead exhibited high thresholds. The lead was explanted and replaced. No patient com plications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947 lead implanted: (B)(6) 2007; 5076 lead implanted: (B)(6) 2006. (B)(4).